Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. It was indicated the patient started their transmitter past the "use by" date, which is off-label usage of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.